Event description:
It was reported that pt underwent knee procedure on (B)(6), 2010. Pt underwent revision surgery on (B)(6), 2010, due to loose femoral implants. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Eval in process but not yet complete. Upon completion of eval, a follow-up report will be sent to the FDA. This report filed (B)(4), 2010.